Event description:
The facility reports that while transferring a resident using a golvo patient lift, the strap broke. Resident was dropped onto the bed and no injury was sustained.

Manufacturer narrative:
On september 28, 2006, an on site investigation was performed by a liko distributor. The broken strap assembly was returned to liko inc for analysis. It was found that the red location and identification tag had been removed from the strap which made it possible for the end user to over wind the strap in an attempt to gain additional lift height. This created a condition where the normally free hanging strap was now binding and stretching when the lift was raised to its maximum lift height. It is the position of liko inc, that if the red location and identification tag had not been removed and the strap assembly had been properly positioned as shown in page 9 of the golvo instruction manual, this incident would not have occurred. The parts are being returned to original manufacturer for further investigation.